Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that no message would appear when scanning the adc freestyle libre 2 sensor and therefore the customer was unable to obtain readings. As a result, the customer experienced a loss of consciousness; however, she was able to regain consciousness and self-treated with juice and coffee. It is unknown if additional third-party medical treatment was required for the reported issue as no further information was able to be obtained. There was no report of death or permanent impairment associated with this event.